Event description:
Upon insertion the clinician could not float the catheter. The catheter was pulled out. It was then noted that the balloon was missing at the distal tip. Chest x-ray was performed. No pt complications were reported due to balloon. Introducer remained in pt and was used with another catheter. Introducer was not saved.